Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified fold creases, one extended opening, yellow particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified void >1 mm in non-textured, valve-to shell-bond area, one opening striated and one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.